Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient suddenly stopped responding to sound on (B)(6) 2017. External parts have been checked. No swelling at the implant site was noted. Family reports no incident of accident or trauma and no changes in patient's health. Patient will be re-implanted pending receipt of new device.

Manufacturer narrative:
Additional information: based on information and measurements received, a mechanical damage to the stimulator housing which is typical for a severe external impact to the housing appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Additionally, in situ measurements show one channel to be in status hi for yet undetermined reasons. Re-implantation is being considered, but no surgery date has been communicated yet.

Event description:
Patient suddenly stopped responding to sound. No swelling at the implant site was noted. Family reports no incident of accident or trauma and no changes in patient_s health. Re-implantation is considered.

Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. Additionally, in situ measurements show one channel to be in status hi, however during device investigation the reason for it could not be determined. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient suddenly stopped responding to sound. No swelling at the implant site was noted. Family reports no incident of accident or trauma and no changes in the recipient_s health. The recipient was re-implanted.